Event description:
Healthcare professional reported left side "capsular contracture, baker grade 3". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified, the weight the device within specification and creases flat. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade 3". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown".

Event description:
Patient reported left side "capsular contracture, baker grade unknown". Device remains implanted.